Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: gender, weight, bmi at the time of index procedure? The diagnosis and indication for the index surgical procedure? What was the date of the initial foot procedure on each foot? Tissue type and location of each suture type placement? What is the product code of the vicryl suture that was used? What is the product code of the prolene suture that was used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What date did the patient present with 1st dehiscence in corner (# post op days)? Did the same suture experience ¿half part dehiscence¿? Which suture experienced dehiscence ¿in corner¿? On what post op day was the revision for half part dehiscence? Can you describe the appearance of the suture during revision? Which suture experienced ¿dehiscence with bleeding¿? Was it the same suture that experienced prior dehiscence? What was the date of the revision for dehiscence with bleeding? What was the appearance of the suture during the revision with bleeding? If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? Does the surgeon believe there was any deficiency in the vicryl or prolene suture? What is the patient current status?

Event description:
It was reported that the patient underwent a foot aductus equino severe dercho + left ilizarov external fixator and hammer toe procedure on unknown date and suture was used. On (B)(6) 2019 the patient presented with wound dehiscence. The patient was treated with revision on an unknown date. It was reported revision without cure ¿ dehiscence in corner. The current condition of the patient is unknown. Additional information has been requested.